Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2122667-2013-0005. A ge healthcare service representative performed a checkout of the equipment, confirming the reported complaint. Inspection revealed the diaphragm in both the inspiratory and expiratory flow sensors was stuck open. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the pt. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: "replacement the disposable flow sensor (plastic). Under typical use, the sensor meets specifications for a minimum of 3 months." In engineering evaluation, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation tor result in the inertia needed to force the diaphragm into the stuck open position. The service representative referred the customer to the user reference manual for solution to resolve water buildup, and cautioned the user to not insert foreign objects into the flow sensors.

Event description:
The hospital reportedly noted moisture within the flow sensors. The hospital further reported they inserted paper toweling into the flow sensor to soak up the moisture. Subsequently, during preuse checkout, the hospital noted that the unit was alarming for a flow sensor failure.